Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to current high blood glucose 536 mg/dl. Cause of hospitalization per health care professional was reported low blood glucose and unconscious. Description of complaint was reported found him passed out and gave treatment with liquid glucose. As his blood glucose at that time was 198 and then 18 minutes later he gave himself 20.0u b/c he said he felt frantic. Declined to troubleshoot for low or high blood glucose as he feels it is user error. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.